Event description:
Patient reported ¿nipple hurting since after breast surgery¿, ¿swollen lymph node underneath left underarm¿. Patient additionally reproted ¿finger started to swell¿, ¿joints started to hurt¿, ¿suffering from an autoimmune disease¿, ¿swelling underneath her lip¿, ¿feels very unwell¿, ¿salivary gland is also inflamed¿, ¿swellings everywhere on her body¿; these events are unrelated to the device. Device remains implanted. This relates to the left device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported ¿nipple hurting since after breast surgery¿, ¿swollen lymph node underneath left underarm¿, and non-device related issues of ¿finger started to swell¿ ¿joints started to hurt¿, ¿suffering from an autoimmune disease¿, ¿swelling underneath her lip¿, ¿feels very unwell¿, ¿salivary gland is also inflamed¿, ¿swellings everywhere on her body¿. Device remains implanted. Affected side unknown.